Event description:
International customer reported that a patient developed a severe allergic reaction to the sutures. The reaction is described as severe inflammation on the face. The patient was prescribed anti-histamine and steroids to reduce the inflammation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.